Event description:
An alarm was heard (B)(6) and the morning of (B)(6) 2011. Patient's ptm (personal therapy manager) showed an error code due to motor stall. No electromagnetic interference was reported. Patient did not report any symptoms. The motor stall was confirmed on the same day in the event logs with no motor stall recovery recorded at 2:10. It was later reported that on the (B)(6) 2011 "the pump was being replaced today". Drugs delivered via the pump were morphine and compounded baclofen.

Manufacturer narrative:
(B)(4).